Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastrectomy procedure, while firing the device with a green reload across the antrim of the stomach the surgeon experienced a serosal tear, requiring over sewing to control bleeding in the antrim of the stomach. The patient is stable. The surgeon converted to open. One device will be discarded.